Event description:
It was reported that visible air bubbles occurred. It was reported that a faradrive sheath was used for an atrial fibrillation (af) ablation procedure using faraview to treat a paroxysmal atrial fibrillation. Prior to procedure, when the farawave nav catheter was inserted into the faradrive sheath, incessant air bubbles were visible in the sheath flushing port. The sheath was replaced and the procedure was completed without patient complications. It was further confirmed that the air was seen when the catheter was inserted into the sheath and during flushing. No air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles occurred. It was reported that a faradrive sheath was used for an atrial fibrillation (af) ablation procedure using faraview to treat a paroxysmal atrial fibrillation. Prior to procedure, when the farawave nav catheter was inserted into the faradrive sheath, incessant air bubbles were visible in the sheath flushing port. The sheath was replaced and the procedure was completed without patient complications.